Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lfs (B)(4) alleging that the patient¿s onetouch ultramini meter read inaccurately in comparison to results obtained on another meter. The complaint was classified based on the customer service agent (csa) documentation as the reporter was not available when follow-up attempts were made to obtain additional information. The reporter stated that on an unspecified date the patient had obtained results on the subject meter which were ¿60 to 80mg/dl¿ different to results obtained on another device. The reporter did not provide the readings obtained on either meter or the time between tests. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter did not detail what medications the patient takes to manage his diabetes, however stated that a dose of insulin ¿which should not have been applied¿ was administered in response to the alleged inaccuracy. The reporter did not detail if the patient developed any symptoms, however stated that the patient was ¿very affected¿ and that he was hospitalized, however did not provide details on what treatment, if any, was provided when the patient was hospitalized. During troubleshooting it was determined that the correct testing technique had not been followed as the meter was not set to the correct cal code of 25. Replacement products were sent to the reporter. This complaint is being reported because the patient was hospitalized after the alleged meter issue occurred.